Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was up to 600 mg/dl. Customer stated other blood glucose was 570 mg/dl. Customer stated infusion set had bent cannula. Customer stated insulin flow block alarm occurred. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.